Event description:
It was reported that the asymptomatic patient presented for in-clinic follow-up. A device interrogation revealed pacing inhibition caused by over-sensed noise exhibited by the right ventricular lead. Programming interventions were made. The patient was stable.